Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay on direct tested swab sample (sample type unknown) on unknown dates. This report is for patient three (3) of three (3). Confirmation pcr testing was performed (platform unknown) on nasopharyngeal samples which generated negative results (CT value unknown). No additional information including patient health status or outcome was provided.

Manufacturer narrative:
Additional information: date received by manufacturer: similar product to 190-000. Investigation summary: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m163977 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m163977 and test base part number 190-430 / lot m163977. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163977 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Reference related MFR. Report numbers 1221359-2022-00338, 1221359-2022-03354.